Event description:
The customer reported that the taxol leaked at the connection of the 24301-0007t ot the 24601-b007t set. There was no pt harm or med intervention. No additional pt or event details were provided by the customer.

Manufacturer narrative:
(B)(4). The affected product has been received and the eval is pending. A follow up report will be submitted once the eval is completed.